Manufacturer narrative:
Add'l pt info.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015. This complaint is being reported based on the event of fever requiring hospitalization. On (B)(6) 2015 the patient underwent the first bt procedure to the right lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2015, the patient returned to the physician's office for follow up and was presented with a fever. The physician decided to admit the patient for observation. The length of the hospitalization is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. .additional information received on 15dec2015. The patient was admitted for the fever and pneumonia. The patient was treated with steroids and antibiotics along with nebulizing treatments. The patient's condition improved and the patient was discharged after 2 days of inpatient treatment. The patient is doing fine now and is scheduled for the second bt procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015. This complaint is being reported based on the event of fever requiring hospitalization. On (B)(6) 2015 the patient underwent the first bt procedure to the right lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2015, the patient returned to the physician's office for follow up and was presented with a fever. The physician decided to admit the patient for observation. The length of the hospitalization is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.